Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump would not give the customer insulin. The cannula was changed four times to no avail. The customer went to a clinic and they changed the basal rates and healthcare provider noticed the buttons were hard to press and not responding. Customer's blood glucose was 27 mmol/l. The customer had also received a no delivery alarm, which was resolved with a complete set change. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to flattened button dome switch. The insulin pump was unable to test excessive no delivery alarm due to button not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.